Manufacturer narrative:
(B)(4). Complaint indicated that foreign material was embedded into the sterile package. The sample was visually examined and it was confirmed that foreign matter was embedded in the package film blister. The foreign matter appears to be encapsulated in the film and is a supplier defect. Supplier analysis found foreign matter was a cinder of burnt and degraded film resin, which is inherent to the extrusion process. The package sterile integrity was found to be intact, as the foreign matter was completely encased in the film blister with no breach of the package and the seal area of the package was found to be free of defects. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that there is foreign material embedded into the seal of the sterile package. The device was not used and will be returned.

Manufacturer narrative:
Tracking # (B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.